Event description:
Symptoms: decreased sensation, confusion, dysarthria, vomiting, right-sided weakness and aphasia. It was reported that during the procedure the patient experienced a stroke. The start date was in 2005 with no stop date indicated. The condition is pre-existing and is felt to be device related. The patient was confused and vomited and was intubated for airway protection. The patient's CT scan twice in 2005 showed old cerebral infarction in the right and left cerebral hemispheres, mild atopy and vascular calcification. Other CT scans in 2005 showed left hemisphere edema, acute ischemic changes in frontal/parietal region. Cerebral edema peaks at 3 days and then starts to decrease. Patient currently taking plavix for anticoagulation but has stopped daily dose of asa for gi bleed. This event resulted in new/prolonged hospitalization and the patient's outcome is improved. This had put the patient at too high of a risk for bleeding and thrombolytics would be contraindicated. The patient had probably aspirated and is on antibiotics. Tube feeding was discontinued in 2005. The patient was extubated 3 days earlier. Patient developed a gi bleed in 2005 and was transfused with 2 units prbc. Patient will be transferred to an acute rehabilitation facility. Patient is ambulatory with assistance from physicial therapy. 24-hour post procedure indicates that the patient has some effort against gravity in the right arm and leg. Patient was admitted to the hospital in 2005 and discharged 7 days later. No additional information available.